Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Reportedly this issue persisted despite the attempt of multiple usb cables. The customer¿s blood glucose was 110 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.